Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio high inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 5.0; lab inr: 1.8. The time between testing was five (5) minutes. Therapeutic range unk for the pt. There was no reported adverse pt sequela. There was no additional info provided.